Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the battery cap was stripped and that the customer had a high blood glucose level of 297 mg/dl. The customer's mother requested a replacement for the battery cap. The customer would treat their high blood glucose with injections or the insulin pump. It was also reported that three to four months ago, the customer had a high blood glucose level of about 400 mg/dl. The device will not return for analysis.